Manufacturer narrative:
Na.

Event description:
The customer received questionable ise indirect gen.2 results for multiple patient samples from the cobas 8000 cobas ise module that were discovered due to a negative anion gap. Data was provided for one patient sample as an example. The initial sodium result was 132 mmol/l and a repeat results from other analyzers were 143 mmol/l and 144 mmol/l. The initial chloride result was 117 mmol/l and the repeat results from other analyzers were 103 mmol/l and 104 mmol/l. The initial results were reported outside of the laboratory and amended results were sent. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. Calibration and qc data were acceptable. The field service representative could not determine a cause. He verified the proper dispense of diluent and internal standard and verified the proper adjustment of the nozzles. He ran a precision check using control material. All results were within specifications. The investigation was unable to find a definitive root cause.